Event description:
After an emergency uae, pt immediately went into a menopausal state. To date pt's menstrual cycle has not been restored. Additionally, pt began experiencing cold extremities, legs, feet, hands - even in summer's warmth. Pt also senses some memory loss, and bone aches and pains.